Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2012 - the pt was implanted with a bard/davol flat mesh during an unspecified pelvic procedure. On (B)(6) 2013 - the pt underwent implant of a non-bard/non-davol mesh during an unspecified procedure. The attorney's report alleges pain, injury, "pain and suffering", disability, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.